Event description:
I purchased two satchets of the women's pleasure serum at flip shop. When I applied it onto my genital area, I experienced an adverse reaction. My husband also experienced an adverse reaction. Now, I am worried that I contracted a bacterial infection. According to the manufacturer, flip shop shipped an expired product which caused my adverse reaction. They refunded me (B)(6) which does not make things right. Their quality assurance oversight made me sick. Please hold flip shop accountable for sending me an expired product. I have enclosed the required lot numbers and manufacturing date in a screenshot. Ref report: mw5146970.